Manufacturer narrative:
(B)(4). Response to question from (B)(6): the device has not been received for evaluation. However, a review of the product lot number shows that this report is the only report, of any kind, for this lot of product. In addition, there have only been two other MDR reports for this product in the previous 2 years for a total of 3 reports including this current report. (B)(4). It should be noted that zero (0) of these reports have been attributed to any device related fault. Based on this information and trending, we conclude that the root cause of the reported event is not attributable to any device related fault.

Event description:
According to the report the pt was of african american race, had a history of hypothyroidism and weighed 90.72 kilograms. There was no information contained in the narrative of the report which would indicate any type of product problem or other description of any alleged event. On the second page of the report the codes - no pt impact, device breakage and detachment of components was listed. The report is classified as a "product problem" and there was no 'adverse event."